Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with pain and discomfort caused by a bulge in the left cylinder. It was reported that the implant had herniated outside the left corporal body and that the outer layer failed. The ipp was explanted. There is no additional information reported.